Event description:
My surgeon used the medtronic infuse during my surgery. This has caused me many problems including significant pain, nerve injuries, and mental anguish. To add to event, problem or product use error, medtronic infuse has also caused sexual dysfunction including not able to obtain and hold erection. Has also caused me to have significant pain when having to bend or twist during daily activities.